Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to customer's blood glucose level. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.